Manufacturer narrative:
As of (B)(4) 2009 (date of the investigation of this issue), there were two styles of needle vent chamber 19. Both styles had essentially the same potential of failure, resulting in the potential for erroneous test results. In order for the failure to affect sample dilution, there must be fluid inside needle vent chamber 19 (falls to drain) and a sample tube containing vacuum is processed. One of the two styles of needle vent chamber 19 could have a piece of polyurethane tubing come unglued from the top of the chamber and fall into the chamber blocking the exit port causing a failure to drain. There was an evaluation of needle vent chamber 19 and the potential for this issue to occur. As a result of the evaluation, action was to be taken (B)(4). This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.

Event description:
This event was reported through an internal nonconformity report. Upon failure of the needle vent chamber 19, there is a potential for samples to be diluted and affect cbc (complete blood count) results when using the coulter lh 750 hematology analyzer. No reports of death or serious injury, and no affect to pt treatment as a result of this event.